Manufacturer narrative:
Investigation in ongoing. The valve will not be returned for examination.

Event description:
Per the territory manager (tm), during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the operator had trouble advancing the valve thru the esheath plus. Once in the descending aorta the valve was unable to mount on the balloon. At that time, it was observed that the valve had a strut flared on cine. The operator made the decision to try and pull the valve back into the sheath but was not able to pull them back as unit. A decision was made to do a cut down on the femoral artery. A cut down was performed, and patient is doing well. Procedure was converted to a surgical valve.

Manufacturer narrative:
Correction to codes to h6; component code, type of investigation, investigation findings, investigation conclusion. The sapien 3 ultra valve was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was provided by the site and revealed the following: one strut was bent outward at the outflow side approximately at 90 degrees. Two struts were bent sideways at the outflow. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to the complaint. The following instructions for use (IFU) were reviewed: the IFU for esheath plus introducer set and device preparation training manual. Based on this review, no IFU training deficiencies were identified. Difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in frame damage has previously been documented in a product risk assessment. Manufacturing mitigations/controls relevant to the issue (e.g., visual, and dimensional inspection to the frames, mechanical testing to the tensile specimens) are captured in product risk assessment. Although the esheath plus was used in this case, the risk remains applicable as there are no significant changes related to the sheath shaft. In addition, a review of the work order revealed that the manufacturing mitigations/controls for the s3 ultra valve remain the same regardless of esheath or esheath plus configuration. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for frame damage was confirmed based on provided imagery. A review of the DHR, lot history, and manufacturing mitigation did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. As reported, "during a tavr procedure using a 23mm sapien 3 ultra valve via transfemoral approach, the operator had trouble advancing the valve thru the esheath plus. Once in the descending aorta, the valve was unable to mount on the balloon. At that time, it was observed that the valve had a strut flared on cine. A decision was made to do a cut down on the femoral artery.". Per the training manual, "push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification", "if push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system", and "do not over-manipulate the sheath at any time". Additionally, it was noted that the patient's access vessel was very torturous. The presence of tortuosity can create a challenging pathway during delivery system advancement, leading to resistance. So, if excessive force was applied to overcome associated resistance (navigation difficulty), it could have caused the valve struts to interact with the sheath shaft, resulting in the bent struts at the outflow. In this case, available information suggests that patient factors (tortuosity) and/or procedural factors (excessive device manipulation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. The complaints for difficulty advancing the commander delivery system with s3u crimped valve through the esheath resulting in a high push force and frame damage have been previously identified in product risk assessment (pra) and a CAPA.